Manufacturer narrative:
Evaluation summary: corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event(s). The system was tested and found to meet product specifications. The system met specifications at the time of release. Review of the pack device history records indicates the order was built to specification. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. The system operator's manual provides the following for aspiration/suction issues: insufficient aspiration probable cause: loose blue luer fittings. Damaged o-ring (ultraflow irrigation/aspiration handpiece only). Clogged tip. Kinked or damaged tubing. Cracked blue fitting. Recommended solutions: reconnect securely. Inspect o-ring and replace, as necessary. Flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest. Check tubing and/or replace fms (fluidics module system). Check fitting and/or replace fms. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. Handpiece evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but none has been received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a suspicion of corneal burn occurred during a surgery. The handpiece was exchanged but there was no aspiration. Then the cassette was replaced and aspiration worked fine. Three stitches were required. Additional information has been requested but none has been received.